Event description:
Philips received information that the customer was raising the patient support with no patient on the table and reported the patient support upward motion halted and the patient supported lowered to the floor. There was no patient involvement with this event.

Manufacturer narrative:
(B)(4). Initial MDR mailed on april 29, 2013. On (B)(6) 2013, the customer reported that as they were raising the patient support, when the upward motion halted, the patient support lowered to the floor. There was no patient on the table as this event occurred during morning system warm up. There were no patients in the scan room, and no one was injured. The customer contacted philips help desk to inform them of the issue and a philips field service engineer (fse) was dispatched to the site. On 04-apr-2013, the fse arrived on site and evaluated the system. Upon evaluation, the fse found all the controls were functioning properly. The fse determined that the issue occurred due to the key pin on the vertical brake slipping from its position allowing the vertical break to fail. The motor shaft then moved freely which caused the ball screw to allow the table to move downward. The fse replaced the ball screw, phenolic insert, thrust bearings, vertical brake, and coupling; rebuilt the vertical drive, and tightened all set screws to resolve the issue. The parts were returned to CT engineering for evaluation. CT engineering received the parts for evaluation. Upon visual inspection, engineering was not able to determine cause. The system involved in this complaint has been removed from the site and is no longer in service.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).